Event description:
It was reported that a cadd legacy pump was continuously beeping. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in application, no problems found with the reported beeping issue. However, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.